Event description:
On 5/16/2023, it was reported by an arthrex employee via email that an ar-2324bcc biocomposite swivelock anchor would not seat. This was discovered during an arthroscopic aclr, meniscus repari and prp therapy procedure on (B)(6) 2023. The case was completed using another ar-2324bcc biocomposite swivelock.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual evaluation, the screw was damaged and attached to the device. Functional testing between the driver and outer sleeve found that the two devices rotate smoothly. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion.